Event description:
It was reported that the right atrial lead had no capture. It was discovered that the lead had dislodged. The lead was repositionedand is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).